Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported event of a long charge time was confirmed by review of the device diagnostics. The device had normal charge times during testing at room temperature and at 37 degree celsius. The device was normal. The cause of the extended charge time was due to exposure to low temperature.

Event description:
It was reported that the device exhibited long charge time prior to implant. This device was not implanted.